Event description:
During a follow-up, a loss of capture was observed. Fluoroscopic revealed that the lead appear to be in the same position when it was implanted. However, echocardiography showed a lesion of the endocardium. Physician suspected a perforation and elected to cap the lead with no consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.